Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Investigation summary: investigation revealed the broken trochanteric nail to be the primary product. The lag screw and locking screw returned are considered concomitant products. Failures in material or manufacturing of the affected nail kit returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload, whereas it has to be pointed out that in the op report (revision surgery) a non-union / pseudarthrosis treatment was reported. Significant drill marks are found at the lateral entrance of the proximal thru hole for the lag screw at the posterior web; they progress towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) at the lateral edge of the posterior web. Material deformation (friction marks) at the medial / distal and the lateral / proximal edge of the lag screw thru hole indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Based on the above the nail breakage is not linked to a deficiency of the device, but is rather considered patient related contributed by an intra-operative damage of the nail by a deviated lag screw step drill, which most likely had created the starting point of the fracture (notching effect). The reported pseudarthrosis of the fracture site and the resulting prolonged axial overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after implantation duration of approx. 3 months. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Risk manager at the hospital, reported the following event to the french ca ansm : "fracture of the osteosynthesis implant 2 months after implantation (implanted on (B)(6) 2014) further to a right subtrochanteric fracture, therefore before a normal period of consolidation. (B)(6). During the medical exam, there was no obvious trauma observed. The interview of the patient, which is however not very reliable in terms of co morbidities, did not mention any fall. Revision surgery, non union treatment, change of implant."

Event description:
Risk manager at the hospital, reported the following event to the (B)(6): "fracture of the osteosynthesis implant 2 months after implantation (implanted on (B)(6) 2014) further to a right subtrochanteric fracture, therefore before a normal period of consolidation. (B)(6) year old patient. During the medical exam, there was no obvious trauma observed. The interview of the patient, which is however not very reliable in terms of co morbidities, did not mention any fall. Revision surgery, non union treatment, change of implant."